Event description:
It was reported that while using 2 bd veritor ¿ at-home covid-19 tests, negative test results were obtained. The next day, a different, (non-bd), test gave a positive test result. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: the customer received a negative result via the test/app. But had symptoms so took another (non-bd) test the following day and that came back positive. Eua(B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd veritor ¿ at-home covid-19 tests, negative test results were obtained. The next day, a different, (non-bd), test gave a positive test result. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: the customer received a negative result via the test/app. But had symptoms so took another (non-bd) test the following day and that came back positive. (B)(4).

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿had false negative result.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.